Event description:
This patient's skin under the external transmitting cell became irritated and red while wearing her speech processor. She had no hair growth in this region for 6 months after her implantation surgery. The surgeon did not attribute the irritation to an infection or allergy. Her surgeon decided to explant the device and reimplant a new in 2006.